Manufacturer narrative:
(B)(6). Customer called and stated that the unit had been used on a patient but was not plugged in, while in use. The user believes that the treatment stopped for approximately 30 minutes before discovered that the batteries had run down. No patient harm was reported. Once removed from patient, the unit was taken to the perfusion department and plugged in. After charging, the unit was taken to the biomedical department, fse was given a call and informed of the unit and what had happened. Fse asked the biomedical tech to keep the unit charged until he could arrive to inspect the unit. Once onsite, fse unplugged the fully charged unit and the unit ran for over 3.5 hours with the alarm at battery 2 ran for 3 hours before being charged. All run times exceed the 60 minutes expectation of each battery. Fse then replaced the primary 9v battery alkaline due to alert use at end of charge. Fse tested the alarm volumes to ensure that they could not be silenced, the alarms were set at mid volume. Fse completed all diagnostic, performance and safety tests with no further issues. The unit was returned to the department.

Event description:
It was reported by the customer that during use the cardiosave hybrid type b plug intra-aortic balloon pump (iabp) unit was run down on batteries until it stopped. Ther was no patient harm or injury reported.